Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. The cause of the limb ischemia and its relation to impella were not determined since the product, data logs, and sufficient clinical information were not provided. Instructions for use for the related event are as follows: limb ischemia impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, limb pulses absent in right lower extremity. Distal pulse not found with doppler, but popliteal pulse palpable. Escalation of care to 5.5 as a bridge to decision. The impella cp was removed. Later, the family decided to withdraw care of multimorbid patient, patient expired subsequently with no allegations made toward the impella cp as the cause of death. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella cp product was not returned for evaluation. The root cause of the limb ischemia was unable to be determined due to insufficient clinical information. This report is being filed as part of a retrospective review of historical records.